Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that error message displayed during aspiration. An angiojet solent omni catheter was selected for a deep venous thrombectomy procedure in the iliac vein. The console stopped working approximately 5-6 seconds after starting aspiration. The console alerted that the saline was abnormal. The console was re-started; however still could not work. It was noted that there was break and leak near the end of the catheter close to the hub. The procedure was completed with another of the same catheter and the console worked well. There were no patient complications and the patient status was noted as stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and it was noticed that there was a break in the supply line 14cm from the pump . Functional testing was performed by placing the device in the console. Functional testing showed a check saline supply error. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that error message displayed during aspiration. An angiojet solent omni catheter was selected for a deep venous thrombectomy procedure in the iliac vein. The console stopped working approximately 5-6 seconds after starting aspiration. The console alerted that the saline was abnormal. The console was re-started; however still could not work. It was noted that there was break and leak near the end of the catheter close to the hub. The procedure was completed with another of the same catheter and the console worked well. There were no patient complications and the patient status was noted as stable.